Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use (eifu), states: while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and ensure the device does not twist or move forward during deployment. In this case, the reported eifu violation contributed to the reported difficulty. Based on review of the reported information, the reported difficulty appears to be related the improper holding of the proglide device during deployment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when the device body was being removed and tension was applied to the rail (blue) end of the suture, the suture came out of the anatomy. A new proglide device was used to achieve hemostasis. It was stated that due to this improper holding by the left hand, the device moved upon pushing the plunger which resulted in the suture not catching the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.